Manufacturer narrative:
(B)(4). Method: the complaint head harness and also the head case, light box and control pcb were returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. A visual inspection was performed of the head harness, head case and light box and a functional test was performed with the received control pcb. Results: visual inspection of the head harness connector revealed discoloration. The head uppercase exhibit cracked lines at the dome portion of the head. Surface crazing was also evident on this area. The light box was tampered with a non-fph lamp receptacle part which was glued on the light box and the electrical wiring was modified by the customer, as later confirmed. The functional test of the received control pcb in a known good unit revealed that no fault was found with the control pcb. We note that the subject warmer was manufactured in april 2005 and is more than 10 years old. Conclusion: the upper and lower head harness connectors are used to connect the head unit to the control unit of the infant warmer. The discolouration of the housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. The reported error code e17 error code was most likely due to a discontinuity in power to the heater element. The damage observed to the connectors is possibly caused by poor connections between two electrical contacts, leading to contact failure. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. It is likely that the plastic cracking and crazing observed on the upper warmer head casing is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The damaged components were replaced by the fph service centre in (B)(6) and the head warmer and controller assembly were sent to the healthcare facility after they passed the performance and electrical safety tests specified in the infant warmer product technical manual.

Event description:
A hospital in (B)(6) reported that an iw910 mobile infant warmer displayed an error code e17 and the head harness was discolored. Service was requested. No patient consequence was reported.